Event description:
It was reported that the device's ECG port connector cosmetically worn. The alleged failure was observed while the device was in clinical use, however, no adverse patient impact was reported by the customer.

Manufacturer narrative:
Complaint evaluation: the manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Customer resolution and conclusion: upon conclusion of the evaluation, it was determined that this was a malfunction of the measurement panel, which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.